Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). DHR - there is no applicable nonconforming product report / nonconforming material report history. The reported complaint was confirmed from the evaluation. A visual inspection found customer applied labels. Functional testing and evaluation found that the module failed spot quality and mirror plate is melted and the fiber has multiple broken strands. The underlying root cause for the reported event is unknown. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4).

Event description:
It was reported that internal damage of the mlx 300w xenon lightsource caused fire or melting. No patient injury reported.